Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) revision surgery was performed on a (B)(6) patient. L4/5 was previously fused with an interbody cage and 4 expedium screws in l4 and l5. Those screws have been removed and the patient has been stabilized from l3 to s1. The 8x80mm expedium screw was introduced in s1 into the pelvic. When introducing, the screw shaft at the level of the head broke.

Manufacturer narrative:
(B)(4). One (1) exp ti poly- screw 8x80mm and one (1) driver shaft for single innie screws were returned for evaluation. Visual examination of the driver shaft and the tulip head of the expedium screw revealed that the driver was struck in the screw head. The screw shank was separated from the tulip head of the screw and three teeth on the flex ball inside the head are broken. The screw head shows significant indentation marks indicating extensive wear and tear. The damage of the screw and the driver shaft is consistent with the cross threading between the devices and unanticipated force placed on the construct. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the breaking of the poly-screw and driver shaft being struck in the tulip head of the poly-screw. However, the observed damage might be due to the inadequate engagement of the driver shaft and the screw resulting in the cross threading. An unanticipated force during tightening in this position could have contributed to the reported problem of shank breakage. The tulip head was subjected to a higher than anticipated load resulting in the screw head pulling from the screw shank. The flex ball in the tulip head must have broken due to the load acting on the tulip head. Therefore, this complaint file will be closed with no further action required. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.